Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889, lot # unknown, implanted: (B)(6) 2017, product type lead.

Event description:
The consumer reported that the patient was unable to void on the day of the report, and had to be catheterized. It was indicated that the patient had bladder pain and was catheterized three times to relieve the pain. They further mentioned that the patient had some pain that night while having a bowel movement. They thought it was from the stimulation because they had increased it to 6.3v, and when they decreased it down to 6.1, the patient was comfortable. The consumer also stated that the blood was seeping through the bandage and was on the patient's clothing. This occurred during the advanced evaluation that began on (B)(6) 2017. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.